Event description:
User reports receiving alarms on bicarbonate calibrations and intermittently receiving high pt results for multiple pt samples starting on (B)(6) 2009. Total number of pt samples affected was not provided. Actual pt data was not provided for pt samples which occurred prior to (B)(6) 2009, however, the samples tested during that time were noted to drop considerably when testing was repeated. The following four pt examples were provided which occurred on (B)(6) 2009, and were determined to be discrepant for bicarbonate. Sample 3 was also determined to be discrepant for sodium. All repeat testing performed on another c501 analyzer at customer site. Sample 1: initial gave 48/repeat gave 27 mmol per l. No erroneous results were reported.

Event description:
User reports receiving alarms on bicarbonate calibrations and intermittently receiving high pt results for multiple pt samples starting on (B)(6)2009. Total number of pt samples affected was not provided. Actual pt data was not provided for pt samples which occurred prior to (B)(6)2009, however, the samples tested during that time were noted to drop considerably when testing was repeated. The following four pt examples were provided which occurred on (B)(6)2009, and were determined to be discrepant for bicarbonate. Sample 3 was also determined to be discrepant for sodium. All repeat testing performed on another c501 analyzer at customer site. Sample 2: initial gave 42; gave 26 mmol per l. No erroneous results were reported.

Event description:
User reports receiving alarms on bicarbonate calibrations and intermittently receiving high pt results for multiple pt samples starting on (B)(6)2009. Total number of pt samples affected was not provided. Actual pt data was not provided for pt samples which occurred prior to (B)(6)2009, however, the samples tested during that time were noted to drop considerably when testing was repeated. The following four pt examples were provided which occurred on (B)(6)2009, and were determined to be discrepant for bicarbonate. Sample 3 was also determined to be discrepant for sodium. All repeat testing performed on another c501 analyzer at customer site. Sample 3: initial sodium gave 140; repeat gave 133 mmol per l. Initial bicarbonate gave 36; repeat gave 24 mmol per l. No erroneous results were reported.

Event description:
User reports receiving alarms on bicarbonate calibrations and intermittently receiving high pt results for multiple pt samples starting on (B)(6)2009. Total number of pt samples affected was not provided. Actual pt data was not provided for pt samples which occurred prior to (B)(6)2009, however, the samples tested during that time were noted to drop considerably when testing was repeated. The following four pt examples were provided which occurred on (B)(6)2009, and were determined to be discrepant for bicarbonate. Sample 3 was also determined to be discrepant for sodium. All repeat testing performed on another c501 analyzer at customer site. Sample 4: initial result gave 43; repeat gave 31 mmol per l. No erroneous results were reported.

Manufacturer narrative:
The field service rep suspected the syringe seals to be the cause, and replaced all syringe seals, blank cells and performed blank cell measurement. Additionally noted he replaced new reagent cassettes, calibrators and water in sample cup for rack. Performed 4 consecutive calibrations which were within spec. Verified instrument was operational.

Manufacturer narrative:
The field service rep suspected the syringe seals to be the cause, and replaced all syringe seals, blank cells and performed blank cell measurement. Additionally noted he replaced new reagent cassettes, calibrators and water in sample cup for rack. Performed 4 consecutive calibrations which were within spec. Verified instrument was operational.

Manufacturer narrative:
The field service rep suspected the syringe seals to be the cause, and replaced all syringe seals, blank cells and performed blank cell measurement. Additionally noted he replaced new reagent cassettes, calibrators and water in sample cup for rack. Performed 4 consecutive calibrations which were within spec. Verified instrument was operational.

Manufacturer narrative:
The field service rep suspected the syringe seals to be the cause, and replaced all syringe seals, blank cells and performed blank cell measurement. Additionally noted he replaced new reagent cassettes, calibrators and water in sample cup for rack. Performed 4 consecutive calibrations which were within spec. Verified instrument was operational.